Event description:
Convatec physician has reviewed all of the available info and notes that diagnostic testing was not performed to determine the etiology of the pt's dermatitis. It is possible that the dermatitis was due to sensitization to zinc oxide or another component of unnaflex elastic unna boot. However, dermatitis may be related to a variety of causative agents ranging from concomitant medications to soaps or lotions. Without definitive diagnostic testing or methodical elimination of suspect agents, a causal relationship to any agent is at best speculative. Based upon co's evaluation, frequency and severity data does not show an increase and does not markedly differ from what is considered usual for this device. Furthermore, convatec has determined that this incident is not reportable as it does not meet the criteria for reportability under the medical device reporting regulation 21 cfr, section 803.24.